Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Level implanted- l3-s1 it was reported that on an unknown date,post-op, the rod was broken for which an explant surgery was performed on (B)(6) 2016. The broken rod was completely explanted in the revision surgery. No patient complications were reported.

Manufacturer narrative:
Analysis: visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.